Event description:
It was reported that the distal end of the pusher wire detached and remained inside the patient. An 8mm x 20cm interlock¿-35 was selected and advanced through a .038 non-bsc microcatheter to treat a pseudoaneurysm located in the anterior tibial artery. The coil was advanced approximately 2cm beyond the tip of the microcatheter; however, resistance was encountered and the physician decided to pull the coil back. It was then noted that the distal end of the pusher wire detached and remained in the patient proximal to the pseudoaneurysm. The coil was then pulled back into the catheter and retrieved together with the pusher wire inside the catheter as a unit. A saline drip was utilized throughout the procedure. No further patient complications were reported and the patient¿s condition is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).